Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen 500mcg/ml, 362mcg/day, for intractable spasticity. The patient had the pump implanted on (B)(6) 2015 and subsequently developed an infection in the area of the spine. There was purulent fluid/drainage coming out of the spinal incision site, though the wound looked good. The patient also had a fever of 102.5. Cultures were sent on (B)(6) 2015 to see if the fluid was infection, but the results were not available at the time of this report. It was also felt the purulent fluid could be a cerebrospinal fluid (csf) leak. The patient was admitted to the hospital on (B)(6) 2015. It was planned to remove the catheter on (B)(6) 2015 and put saline into the pump. Follow-up is being conducted to obtain all information relevant to the event.